Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that three unknown bd pen needles were unable to deliver insulin during use.

Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. This complaint could not be confirmed and a root cause could not be determined as no samples were returned.

Event description:
It was reported that three unknown bd pen needles were unable to deliver insulin during use.